Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had docking error between the console and the cart and had loosened and missing nuts. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) remarked as "please create a customer complaint for this out of box failure. Tighten and replace nuts where necessary so that the latching mechanism is functioning correctly". The complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.